Event description:
Boston scientific received information that over three years ago, it was noted this device displayed a rapid drop in battery voltage, however during field analysis was determined to be normal behavior during middle of life and was within specification. Three years later, this device was explanted after declaration of elective replacement indicator (elective replacement indicator (eri) and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.